Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure, transient no reflow was noted when target lesion was rewired. In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald iic), and the patient was referred for cardiac catheterization. The lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 18mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 3.00x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. The patient was discharged on aspirin and clopidogrel. In a baseline index angiography report dated (B)(6) 2012, the core lab reported transient no reflow was noted when target lesion was rewired during the index procedure. No thrombus was noted. There was 0% stenosis with timi flow 3 following this event. No additional treatment or intervention was required.

Event description:
It was further reported that in (B)(6) 2011, after the study stent was deployed and post-dilated, intravascular ultrasound (ivus) showed "poor adherence" of the stent at the proximal segment. Balloon dilation was then performed and ivus showed the stent had "a good adherence."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors.(B)(4).